Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited bluetooth telemetry loss. The patient presented in-clinic and bluetooth telemetry was restored, it was unknown how. There were no patient consequences.